Event description:
A surgeon in (B)(6) had some difficulty with a single vector distractor. The distractor was placed on the patient bilaterally and follow-up x-rays taken show that the left distractor came apart at both footplates. No information is available as to resolution for the patient or treatment dates.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.